Event description:
A four hole plate was applied to the left infra-orbitol rim of a (B)(6) male pt. After drilling with a new drill bit, a 1.2mm x 5mm screw was inserted. It initially appeared to advance well into the bone but when approx half of the tread was advanced into the bone, obvious resistance was met and only when firmer pressure was applied did the screw advance but could not be fully seated before the head started to strip. This happened with all four subsequent screws. They were all removed and a new plate and four of the same size screws were inserted with no problem.

Manufacturer narrative:
Investigation in process, but not yet complete.